Manufacturer narrative:
H3. Product analysis: ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿as found condition: the pipeline vantage shield pushwire was returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline vantage shield braid was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. No other anomalies were observed. ¿ conclusion: based on the analysis findings, the pipeline vantage shield could not be confirmed to have ¿resistance during delivery¿ and ¿pushwire kink/damage¿ as no defect was found with pushwire. Possible causes for resistance include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). There was no visible damage externally to catheter but it was considered likely that there was internal kink/damage because neither the guidewire nor two pipelines could be passed through the catheter. It was clarified that the first pipeline did not jump during deployment and they considered that there was actually no problem with the device or it's deployment as the possible need for additional coverage was known and planned for ahead of time. The tip of the catheter was not moved during deployment. Ultimately, the procedure was completed successfully. A new phenom 27 catheter was used to delivery one additional pipeline flex with shield device which was implanted telescoped into the first pipeline vantage (ped3-021-250-16) and good wall apposition was seen in the vertebral artery as well as in the posterior inferior cerebellar artery (pica). It was noted that the procedure and patient anesthesia was prolonged due to the issues.

Manufacturer narrative:
H6 coding updated based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline vantage that moved during deployment necessitating additional stent placement and the phenom 21 microcatheter had resistance during delivery of two other pipeline vantage embolization devices. The patient was undergoing a procedure for flow diversion treatment of a right posterior internal carotid artery (ica) unruptured saccular aneurysm that had a 4mm neck. The distal landing zone was 1.4mm and the proximal landing zone was 2.0mm. Patient vessel tortuosity was moderate. Dual antiplatelet treatment was administered it was reported that the devices were prepared and catheter was flushed as indicated int he instructions for use (IFU). During deployment of the first pipeline (model: ped3-021-250-16, lot: b630965), the device landed more proximally than desired due to elongation caused by the smaller diameter of the distal vessel. It was noted that this was anticipated as a possibility prior to use. However, due to the positioning, the decision was made to deploy a second pipeline in a telescoping construct to assist with apposition in the vessel. The next pipeline (model: ped3-021-350-16, lot: b389162) encountered severe resistance during delivery/introduction in the proximal microcatheter and the pushwire was kinked. This pipeline was removed and replaced with another pipeline vantage (model: ped3-021-350-25, lot: b393438). However, this pipeline experienced the same issue of resistance in the proximal microcatheter and the pushwire was kinked. This pipeline was then also removed and the doctor tried inserting a guidewire to test the microcatheter, but the guidewire also encountered resistance and it was suspected that the microcatheter was the source of the problem. The patient outcome was noted as alive - no injury. The angiographic result post-procedure showed good apposition of the devices implanted.

Manufacturer narrative:
Continuation of d10: product ID fg13160-0615-1s, (lot: 229152998); implant date: n/a; explant date: n/a, product ID: ped3-021-350-16, (lot: b389162); implant date: n/a; explant date: n/a, product ID: ped3-021-350-25, (lot: b393438); implant date: n/a; explant date: n/a, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.